Manufacturer narrative:
The cartridge is expected to be returned; however, the cartridge has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) levels ranged from 197 to 522 (mg/dl) with moderate levels of ketones. The customer administered correction boluses to address bg level. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. In addition, the customer reported that multiple cartridges leaked from the o-ring. Reportedly, the customer filled the cartridge with 200 units of insulin. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
Cartridge issue- as cartridges have not been returned, the reported issue was unable to be confirmed